Manufacturer narrative:
D1, brand name: corrected.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device returned outside its original packaging. The handle of the probe had a bulge, causing the plastic weld to fail in that location and expose the inner components to outside fluids or materials. The electrode had dark discoloration from use. A functional evaluation found the device did not overheat or smoke after an extended use of bipolar ablation (cut at 160 for 90 sec). Both cut and coag modes provided ablation appropriately. The complaint was confirmed and the root cause associated with a component failure. Factors that could have contributed to the reported event include overuse of the probe or ingress of moisture into the handle which could have caused an electrical short and could have caused the handle to heat. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5, event description: updated.

Event description:
It was reported that during arthroscopy procedure, inside the patient, the handle of the saphyre probe was getting hot. The customer continuously used the device to wrap a gauze which is wet with water, on the handle of the probe. The customer stopped using the probe since the device gave out smoke from the tip. The procedure was successfully completed with a smith and nephew back-up device. No surgical delay. No patient injuries.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the spinal injection system 20ga was getting hot. The customer continuously used the device to wrap a gauze which is wet with water, on the handle of the probe. The customer stopped using the probe since the device gave out smoke from the tip. The procedure was successfully completed with a smith and nephew back-up device. No surgical delay. No patient injuries.